Manufacturer narrative:
(B)(4).

Event description:
It was reported that review of egms revealed occasional pacing pauses. The patient was asleep when these episodes occurred. The device was auto capture feature was reset and no loss of capture episodes were noted. The patient was in stable condition and would continue to be monitored.